Manufacturer narrative:
The pump was received with intermittent act button response due to flattened dome. No display ramping on its own anomaly was noted. The keypad connector was inspected and no anomalies were noted. The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer's wife reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The wife stated that her husband has mild dementia and is afraid that he will harm himself. The wife stated that the numbers started to scroll when they gave a bolus. The customer declined to troubleshoot for high blood glucose readings. The wife treated the high blood readings with a manual injection. The customer was advised to discontinue use of the device and to revert to a backup plan.